Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the assignable root cause identified in the initial report was not appropriate. The assignable root cause has been updated from premature wear to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger/slider was blocked, jammed and was moving heavy on the battery handpiece device. It was further determined that the device had a heavy moving trigger and bearings. It was further determined that the device failed pretest for check for leakage and check proper function of the triggers. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.